Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the provided data, there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. During inspection foreign objects in the channel were identified. Without the cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing by olympus, the hmi results were within the acceptance criteria. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to address investigational findings that were inadvertently not included in the previously submitted h11 narrative of the supplemental emdr. The h11 section has been updated to incorporate the investigation results. Based on the results of the investigation, olympus also confirmed white foreign material exited the device which was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channel even following reprocessing performed in accordance with the IFU; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Corrected fields: h6, h11 updated fields: d5, h2

Event description:
No additional information received from customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive twice for unspecified amount of colony forming units (cfus) of an unspecified microbe in the operator and washing channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.